Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, the sled came off when the cartridge was loaded into the jaw of the device before the 1st firing. The device was used on the duodenum. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.